Event description:
Patient reported obtaining a blood glucose result of 275 mg/dl, while using the suspect device. Patient indicated that, 10 - 15 minutes later, blood glucose was retested on a physician's blood glucose monitor with a result of 104 mg/dl. No patient injury was reported and no treatment was received. While on the line with technical support, pateint was unable to locate the value of 275 mg/dl in the device's memory. Patient ran a level-one quality control test on the suspect product and the result fell outside of the acceptable range. Tecnical support requested the return of the suspect product and replacement product was shipped.